Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy correctly and the balloon ruptured. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The device was used with a 5f unknown sheath. The vessel type was arterial. Other procedural details were requested but not provided. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock opened. The sealant was observed slightly exposed, and the advancer tube was found inside the outer cartridge tubing. In addition, the balloon was observed complete deflated. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and distance between the proximal and distal tamp locks, and measurements were noted to be within specification. Per functional analysis, a simulated deployment test to ensure functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed properly engaged to the proximal tamp lock during the device failure investigation. In addition, during the functional test, a leak was found in the balloon. Per microscopic analysis, visual inspection at high magnification showed that the sealant was observed slightly exposed, and the balloon was observed complete deflated. Additionally, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure and no damages were found with the tamp locks during microscopic examination. In addition, a longitudinal tear in the balloon of the returned device was observed. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the sealant was received slightly exposed on the body shaft. However, the reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device due to the longitudinal tear and leakage noted. The exact cause of the issues experienced could not be conclusively determined during analysis. Based on the limited information available for review and the product investigation, procedural/handling factors (such as incomplete engagement of the advancer tube) may have contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device. However, if the balloon ruptured during the deployment attempt (which was not specified), the loss of the balloon pressure could also have affected the user¿s ability to deploy the sealant as retraction tension on the balloon at the access site would not be possible. Regarding the balloon rupture reported, access site vessel characteristics (although not reported) and/or concomitant device factors most likely contributed to the reported event since this type of damage to the balloon is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. The IFU also states, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) did not deploy correctly and the balloon ruptured. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The device was used with a 5f unknown sheath. The vessel type was arterial. Other procedural details were requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.